Event description:
Patient had a generator replacement due to intermittent communication. It was report the generator was consistently having issues with interrogation. Neurologist and surgeon were unable to interrogate during routine visits. Generator was determined to be fully depleted. Sources of emi were rules out by attempting to interrogate at different clinic locations. Troubleshooting was performed. Company representative was able to interrogate the generator in pre-op; however, surgeon decided to replace the generator due to potential communication issues. Explanted generator has not been received to date. The device passed all functional specifications and quality tests. No additional relevant information has been received.

Event description:
Generator was received and product analysis is underway.

Event description:
Generator analysis was performed. The pulse generator (at a distance of one and one-quarter inches (spacer block) from the programming wand) was interrogated at multiple orientations adjacent to the programming wand. The pulse generator interrogated at all orientations. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.